Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient states they do not think her pump is running. They state the green light is on and the status bar reads running, but they has not heard the pump cycle. Patient states they tested it by kinking the tubing and no high-pressure alarm occurred. Reviewed pump settings, reservoir volume 100.8 ml, 167 hours and 50 minutes remaining. Verified medication and medication label, total volume 100.8 ml, to discover settings were reset, or pump has not been delivering medication. Patient states the bag of medication appears full. Patient states the pump was placed on thursday and scheduled to be refilled on thursday. Assisted her to stop and power pump off/on for hard reset. Remained on call for several minutes and pump did not cycle. Remaining time decreased by 7 minutes, but they states they never heard the pump cycle, and reservoir volume did not count down. Patient not affected. No patient injury. No additional information available.

Manufacturer narrative:
Other text: h6 evaluation codes: updated. No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is user error; however, this cannot be confirmed as no product was returned for investigation. The product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a DHR review was not performed. A service history review identified this device has not been in for service previously.